Manufacturer narrative:
Samples were serum aliquots, centrifuged for 5 minutes at 5000. A system check performed on (B)(4) 2009, failed to meet specifications. Quality control (qc) was within specifications prior to the erroneous results. The laboratory routinely performs system checks. The customer reported a passing system check during the timeframe of the erroneous results. On (B)(4) 2009, the field service engineer replaced the reagent probes and the peri pump tubing. Replaced the timing belts and o rings on all four precision pumps. A system check failed due to qns (quantity not sufficient) errors on reagent pipettor four. The field service engineer ordered a new transducer for reagent pipettor number for and replaced (B)(6). Repair was performed per established procedures and results met specifications. Probable cause was determined to be a combination of the hardware issue that were addressed and a history of sample handling issues at this account, which contributed to this event. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for five pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results for four of the five pts were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed. The test results were lower and three of the five were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.